Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-29. H.6. Investigation summary customer returned (1) open 4mm, 32g pen needle without the tear drop label. Customer states that the patient end of needle bent over before she could complete her dosage. The returned pen needle was examined and exhibited a bent patient end of the cannula. The sample was also tested and was able to expel properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent patient end of the cannula) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (unable to operate) root cause description cannula bent during use of the product by the customer. H3 other text : see h.10.

Event description:
It was reported during use the bd nano¿ 2nd gen pen needle was difficult to operate or not working/functioning. The following information was provided by the initial reporter: when the patient was taking her injection, the patient end of needle bent over before she could complete her dosage.

Event description:
It was reported during use the bd nano¿ 2nd gen pen needle was difficult to operate or not working/functioning. The following information was provided by the initial reporter: when the patient was taking her injection, the patient end of needle bent over before she could complete her dosage.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned as of 5 june 2020 therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Related complaint for bending during use & difficult/unable to operate for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd nano¿ 2nd gen pen needle was difficult to operate or not working/functioning. The following information was provided by the initial reporter: when the patient was taking her injection, the patient end of needle bent over before she could complete her dosage.